Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call insulin pump was not working anymore as customer went into the pool for a minute. Customer¿s blood glucose was 220mg/dl. Customer stated that insulin pump was expose to moisture as they went into the pool and insulin pump¿s display did not return even after restart. Customer advised to discontinue use of the insulin pump and revert to back up plan. Insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with critical pump error due to moisture damage to force sensor. Device received with corroded electronic assemblies and corroded motor home switch. Device unable to perform displacement test, rewind, prime/seating, basic occlusion, force sensor, occlusion, sleep current measurement, active current measurement, and self test or verify blank display due to critical pump error (open book image) alarm.